Event description:
During advancement of the wiktor stent,the stent delivery system could not get past the left main artery using the double guide wire technique. The guide wire was exchanged for another MFR's guide wire and as the wire was advanced it burrowed into the vessel wall causing a dissection. The pt was sent to CABG surgery.